Event description:
It was reported by the affiliate during a varix procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the pt

Manufacturer narrative:
(B) (4). (B) (4). Misassembled hoop spring. Eval summary: the analysis results of the msm20 found that the instrument was received non-functional. The instrument was noted to have the anti-backup feature non-functional and the clips would not advance as the feed bar would not advance as intended. The instrument was disassembled and the hoop spring was found deformed. A potential cause of the condition found is misassembling of the hoop spring during manufacturing process. However, we could not be determined what may cause the condition found. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.